Manufacturer narrative:
The complainant reported that two cross connector locking drivers were broken and requested to return the broken parts. No additional information was provided. There were no known patient complications. Attempts to collect complaint details were made on 05/24/2018, 05/29/2018, 06/04/2018, 06/12/2018, 06/13/2018, 06/14/2015, and 06/15/2018. The complainant was unable to provide sufficient details to thoroughly investigate the complaint issue. Devices from lot numbers 041044, and 054649 were returned to the company by the complainant on 05/29/2018. A visual assessment was performed, and the corresponding dhrs were reviewed. No manufacturing anomalies were identified during the DHR reviews and the parts met all required specifications prior to being released for distribution.

Event description:
The complainant reported that two cross connector locking drivers were broken and requested to return the broken parts. No additional information was provided. There were no known patient complications.